Manufacturer narrative:
(B)(4) for the reported event of suture detached.

Event description:
It was reported to boston scientific corporation that after cutting the exterior sutures on the sleeve of the uphold lite pelvic floor repair kit, a piece of the blue suture was noticed to have detached from the sleeve. The detached portion of the suture was approximately one inch in size and was removed from the patient using an alice clamp. Reportedly, resistance was experienced when removing the sleeve of the device from the patient. The procedure was completed with this device with no further complications. The patient's condition at the conclusion of the procedure was reportedly ¿fine.¿